Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device not returned.

Event description:
It was reported that locator abutment was fractured and it was removed and replaced. No injury has been reported.

Manufacturer narrative:
Fracture zest dental locator abutment was received for investigation. Zest quality assurance has conducted an investigation for the suspected device. The complaint report was received, reviewed, and evaluated by the zest dental solutions complaint process in compliance with applicable FDA and ous country regulations. Applicable zest internal lot history records were reviewed to evaluate, whether any internal deviations, non-conformances, or problems occurred, during the manufacture of the lot. Which could cause or contribute to the reported complaint condition. A review of other zest complaint files and related trending data for similar incidents was performed to evaluate, whether other similar complaints have been received. And if data suggests any adverse trends may have contributed to the complaint root cause. No manufacturing defect was noted. Therefore, based on the evaluation, the malfunction had occurred. Thread fracture was identified, during function and this report was confirmed, following inspection. A definitive root cause could not be identified by zest dental solutions. However, fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: b4: date of this report; d4: unique identifier (UDI) number; d4: expiration date; g3: date received by manufacturer; g6: checked "follow-up"; h2: checked follow-up type; h6: entered evaluation codes.

Event description:
No further event information available at the time of this report.